Event description:
After a carotid stenting procedure was completed, the pt developed hyperperfusion syndrome with symptoms of convulsion and increased blood flow. A brain hemorrhage on the left side was confirmed by CT. Two days later, the pt developed a stroke with symptoms of consciousness disorder and convulsion. The same symptoms re-occurred eight days later. This time a cerebral infarction on the same side was confirmed by CT. This complaint is from a clinical study, which is. The target lesion was left internal carotid artery. There was no calcification or vessel tortuosity, the rate of stenosis was 70%. Pre-dilatation (3mm/8atm) and post-dilatation (4mm/8atm) were performed with a balloon catheter (brand unk). The angioguard xp delivery and the precise stent placement were successful. No anticoagulation therapy was given to the pt post-procedure. There was no neurological deficit to the pt. Soon after the cas procedure was completed, the pt developed hyperperfusion syndrome with symptom of convulsion and increased blood flow. A brain hemorrhage on the left side was confirmed by cat scan (CT). General anesthetic was given to the pt and he was being carefully monitored. Two days later, the pt developed a stroke with symptoms of consciousness disorder and convulsion. A brain hemorrhage on the ipsilateral side was confirmed by CT. Intentional hypotensive action was carried out. Eight days later, the pt developed a second stroke with the same symptoms. This time, a cerebral infarction on the same side was confirmed by CT. However, there was no treatment given to the pt. The pt was monitored carefully. The consciousness disorder has remained with the pt, though he is recovering from hyperperfusion syndrome and the stroke. According to the physician, the hyperperfusion syndrome occurred due to the increased blood flow by the stent placement and this contributed to the brain hemorrhage. The cerebral infarction likely occurred due to the intentional hypotensive action.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt.